Event description:
The customer reported that his olympus high flow insufflation unit lost power during a procedure. According to the initial reporter, the subject device was restarted, and the procedure was completed without any harm to the patient.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report could not be confirmed. Evaluators noted the condition of the unit but couldn¿t confirm that the power would drop. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer's report that a ¿high flow insufflation unit lost power¿ was not reproduced or confirmed. The root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.